Event description:
Patient presented with some pain at surgery site post an anterior cruciate ligament repair. The fibertape that was removed has the appearance of degrading into a mushy, jelly type substance. The patient is in good condition. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation, but not yet returned. A follow up report will be submitted upon completion of the investigation.